Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: machine shows technical fault with internal reference number (B)(4) (oxygen valve leak).

Manufacturer narrative:
The 231008 (o2 valve leak) error message occurred during non-clinical use. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. To address the issue, an o2 mixer assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the o2 mixer assembly, as no further issues have been reported.